Manufacturer narrative:
The reported events of ble connection issues and being unable to find the device were confirmed. Based on the information provide, it was suspected that the ble connection was related to ble range issues seen post-device insertion during an implant. The poor connectivity resulted in the magnet to be placed to reconnect. During the follow-up on 4/27, the device being unable to be found was due to incorrect magnet placement.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited of failure to interrogate- no ble telemetry and failure to interrogate- no magnet response. No intervention was reported. The patient was in stable condition.